Manufacturer narrative:
Date of event was approximated to 08/01/2019 as the event date is unknown. Initial reporter phone: (B)(6). Problem code 2906 captures the reportable event of clip did not deploy properly. Investigation results: a visual examination of the returned complaint device noted that clip assembly was returned with one arm broken. It was noted that the broken section showed evidence of corrosion under high magnification. It was observed that no activations had been performed. Additionally, there were kinks noted at the distal, proximal and middle section of the catheter. Functional evaluation was performed; the device was able to open and close; however, the device was unable to release from the catheter, confirming the reported event. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip did not deploy properly. It was noted that the clip was hanging at the end of the delivery catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. The complainant reported three lot numbers of clips that were used during the case; (B)(4); however, it was unknown which lot number was associated with the defective clip. Therefore, because the lot number cannot be specified, the manufacture date and expiration date are unknown. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip did not deploy properly. It was noted that the clip was hanging at the end of the delivery catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.